Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in the operating room for a competitive device change out. Externalized conductors were observed on the rv lead. Electrical function of the lead was tested and no anomalies were detected. The lead was capped and replaced during the procedure. The patient was stable before, during and after the procedure and will continue to be monitored.